Event description:
The initial reporter complained of questionable results for 4 patient samples tested for testosterone (testo) on a cobas 6000 e601 module. The following are the patient samples identified to have discrepant results from the list provided: patient 1: the initial result was 3.97 nmol/l, and the repeat result was 0.377 nmol/l. Patient 2: the initial result was 4.94 nmol/l, and the repeat result was 2.04 nmol/l. Patient 3: the initial result was 3.21 nmol/l, and the repeat result was 0.418 nmol/l.

Manufacturer narrative:
The investigation is ongoing. The testosterone lot number and expiration date were not provided.